Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited non-sustained ventricular over-sensing due to far r wave oversensing or crosstalk. Programming changes were suggested but not preformed. The patient was in stable condition.